Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. One clip was prepared and advanced into the anatomy and deployed. However, the physician forgot to remove the lock line, therefore the clip reopened after being deployed. The clip remained attached to the leaflets and mr was reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip open while locked (cowl) was due to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user forgetting to remove the lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.